Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up, it was reported that on unknown date, the patient recovered from the event and the antibiotic treatment was discontinued. H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. The same day as diagnosis, the patient was hospitalized and treated with injection vancomycin (1gm, every 3 days, intravenous, ongoing), injection ceftazidim (1gm, once a day, intraperitoneal, ongoing) and injection tobramycin (80mg, once a day, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and is recovering from peritonitis. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.